Manufacturer narrative:
This report is submitted on february 4, 2020.

Event description:
Per the clinic, the patient experienced the development of a keloid formation around the perimeter of the abutment. The abutment was removed on an unknown date and oral and topical antibiotics were prescribed.